Event description:
It was reported that the left ventricular lead impedance is high, capture threshold has increased, and that an inquiry was made about a possible lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Max lv pace impedance diverges from baseline of ~500 ohms to an average of 660 ohms between weeks ending (B)(6) 2009 and (B)(6) 2010. In weeks following (B)(6) 2010, max impedance rises to approximately 2200 ohms, min follows shortly, rising to an average of 1755 ohms following (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.